Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system was giving generator errors. The system automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.